Event description:
Healthcare professional reported left side rupture discovered during surgery. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified fold creases and one extended opening. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified opening striated. Based on the device analysis the final assessment is ne opening striated in the side radius assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device exchange.